Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rewk0043 showed three other similar product complaint(s) from this lot number from the same facility in (B)(4).

Event description:
It was reported that a patient had their PICC line inserted but presented back at the hospital. It was noted by the health care professional (hcp) that the area around the PICC line was red, sore, tender, swollen and erythema present with cellulitis. At about day three, the patient had an ultrasound and thrombus was confirmed. The patient presented for suspected infection but afebrile and was referred to the infectious disease physicians.